Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s leads were moved, and everything needed to be redone on (B)(6) 2016. The consumer stated that no lead replacement happened. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and failed back surgery syndrome.